Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h6, h10. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported problem with the compressor was duplicated, however root cause cannot be determined at this time and compressor assembly will be held for possible trend study. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire field service representative evaluated the device. It was found that compressor has a loud sound, alarming loss of air and appears to have no compressor engagement at all. The device was not ventilating due to compressor failure. Fsr installed new compressor and performed operational verification procedure and user verification tests according to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that avea alarmed loss of air and there is a loud noise from the compressor. There is no patient involvement associated with this event.